Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For the original intended closure, how were all layers closed? How was the suture placed (interrupted or continuous)? Please describe the patient manifestations of the reported infection (location, severity, appearance). Were any pre-op cleansing procedures changed recently? If yes, please describe did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a robot assisted lumbar posterior approach resection, bone grafting, fusion and internal fixation under general anesthesia on (B)(6) 2026 and a barbed suture was used. Post-op, the patient experienced poor wound healing and infection. After the patient was admitted, relevant examinations and tests were completed, and it was found that the infection indicators were high. After consulting with a specialist, active anti infection treatment was carried out. After the relevant infection indicators improved significantly, the patient and their family were fully communicated about the condition, and the surgical risks, especially the risk of infection, were informed. (B)(6) 2026, under general anesthesia, the patient underwent a robot assisted lumbar spine posterior resection, bone grafting, fusion, and internal fixation surgery. The doctor used sutures during the surgery, and the surgery went smoothly. The postoperative recovery was good, and the wound healing was good. The symptoms improved compared to before the surgery. The patient has gradually exercised their function under the protection of braces. Postoperative imaging examination showed good internal fixation in place. On (B)(6) 2026, the patient experienced intermittent fever without obvious causes, with a body temperature of 39.9 degrees celsius. Symptomatic treatments such as fever reduction, anti-inflammatory, fluid replacement, and liver protection were given, and relevant examinations and tests were actively improved to clarify the cause of the fever. On (B)(6) 2026, the patient developed high fever and a large rash all over the body. Please consult the relevant department urgently and follow the instructions for treatment. If the symptoms continue to persist, fully inform the patient and their family of the condition and transfer to the intensive care unit for further treatment. On (B)(6) 2026, the bacterial culture showed staphylococcus epidermidis. On (B)(6) 2026, poor wound healing was observed during dressing change, and wound infection was considered. Under emergency general anesthesia, lumbar posterior debridement, irrigation, and drainage were performed. After surgery, anti infection, liver protection, and fluid replacement treatments were continued, and symptoms were relieved. Regular dressing changes were continued, and bacterial culture and inflammatory index testing were performed. Based on the corresponding results, clinical pharmacy was consulted to guide anti infection treatment. Additional information was requested.

Manufacturer narrative:
Product complaint: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For the original intended closure, how were all layers closed? How was the suture placed (interrupted or continuous)? Please describe the patient manifestations of the reported infection (location, severity, appearance). Were any pre-op cleansing procedures changed recently? If yes, please describe did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?